Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure in 2009. During the procedure, the blade stopped turning. A second like device was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 07/31/2009. Blade seized/stopped. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted, as two devices were involved in this event. See also medwatch 2210968-2009-00859. The same pt is represented in each medwatch.